Manufacturer narrative:
The force bipolar instrument has been received for failure analysis evaluation. However, the failure analysis investigation has not been completed as of the date of this report.

Event description:
It was reported that during a da vinci-assisted incisional hernia with intraperitoneal onlay mesh (ipom) repair procedure the force bipolar instrument broke and a fragment fell inside the patient. The fragment was retrieved during the same surgical procedure which was completed robotically.

Manufacturer narrative:
Additional information was provided stating that the fragment fell inside the patient but was successfully retrieved using forceps and confirmed through a scan. No additional surgical procedures were required for fragment removal, and no post-operative tests such as x-rays or ultrasounds were performed. The procedure was completed robotically with the same type of backup instrument. The patient sustained no injuries and has not returned to the hospital for post-surgical complications related to a retained foreign object. The force bipolar instrument was received and failure analysis found during the visual inspection; the instrument was found to have a broken grip that is completely detached from its base. The conductor wire on the grip was found to be broken as result of the grip breakage. The broken piece was not returned with the instrument. Components adjacent to this broken grip do not show damage.

Event description:
Refer to h11 for follow-up information.